Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of needle clipper safe-clip europe experienced a safeclip that was not clipping/jammed. Product defect was noted prior to use. The following information was provided by the initial reporter: bd safe-clip not compatible with bd ultra fine pro 4mm needles.

Manufacturer narrative:
H.6. Investigation: customer returned photos of a safe clip. Customer states that the bd safe-clip not compatible with bd ultra fine pro 4mm needles. The attached photos were examined and it is difficult to determine if the safe clip shown is able to clip the needle on the shown pen needle properly solely from the attached photos. DHR was performed and no abnormalities were found. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that an unspecified number of needle clipper safe-clip europe experienced a safeclip that was not clipping/jammed. Product defect was noted prior to use. The following information was provided by the initial reporter: bd safe-clip not compatible with bd ultra fine pro 4mm needles